Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a bluetooth communication loss between the dexcom g7 sensor and the ilet after placing the ilet on a charger and moving to the other side of the house, with reconnection pending after the device was put back on. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued insulin delivery by the ilet. Investigation included customer education on bluetooth range, device proximity, and expected reconnection time after charging. Investigation of this case revealed a probable loss of wireless connectivity due to distance and temporary disconnection during charging, with sensor and pump hardware otherwise functioning. It was concluded, based on previously established findings for similar reports, that the cause was user-device separation leading to expected bluetooth signal loss and subsequent reconnection behavior.